Event description:
The customer reported a clear liquid leak of approximately half a teaspoon from the probe of the coulter ac*t diff analyzer. The customer indicated that the leak was not contained within the instrument. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and confirmed the leak from clogged diluent filters causing back pressure. The fse replaced the diluent filters to resolve the leak. Failure mode of the leak is attributed to clogged diluent filters. (B)(4).